Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. B5: the event description has been updated accordingly to reflect the correct information.

Event description:
It was reported from malaysia that during an anterior cruciate ligament reconstruction with meniscal repair procedure, a vapr tripolar 90 suction elect device was used. According to the report, the device started to have an issue about 20mins later, whereby the coagulation was activated continuously with the absence of pressing the handpiece button. It was further reported that after trying to restart and re-plug the machine, the machine showed coag stuck error. Another like device was used to complete the procedure. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the product was returned to j&j medtech orthopedics for evaluation. Visual inspection of the returned device found that the electrode was in normal use condition. The cable was in good condition as well as the connector and pins. The suction tube did not show saline residues. The active tip showed signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were difficult to activate on all hand buttons. On foot pedal mode, the device was able to work on ablation and coagulation. The electrode was sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was not received in its original package. The tip was in a used condition. Handle assembly was in good condition. Cable and plug were in good condition. Saline residue visible in suction tube. Electrical checks: the device passed all parameters. Functional checks performed using vapr vue generator gml3735/3: the device passed all parameters. Following removal of the rubber boot it could be seen that a leg of the pcb had split, this impacted sw5 and sw6. There was staining around most of the buttons. Sw3 inconsistently worked following the removal of the rubber boot, this then altered to non-functioning. Visual inspection recorded that there was saline residue on the exterior of the rubber switch boot. No other points of interest were noted on the exterior. The device passed the electrical tests but during the functional tests it was noted that three of the buttons would not function, no issues with buttons being stuck on were recorded. The buttons that weren't functioning were sw6 (ablate) and swi & sw5 (coag). From our investigation we were unable to reproduce the customer reported defect that the probe started to have an issue, whereby the coagulation was activated continuously with the absence of pressing the handpiece button, however a defect was found with the device. During functional testing at atl UK one of the ablate buttons (sw6) and two of the coag buttons (swi & sw5) would not activate the device. Two unrelated faults were found relating to the function of 3 switch buttons as described below: fault - ablate button swi not functioning. Swi would not function as intended however continuous activation could not be confirmed. No obvious visual abnormalities were observed relating to ablate button swi and a CAPA investigation has already been initiated to investigate similar reported events of continuous activation/stuck buttons in an effort to determine root cause and identify any potential preventative /corrective actions. This complaint will be added to the scope of this CAPA which is currently in the root cause phase. Fault - coag buttons sw5 & sw6 not functioning. One leg of the switch pcb has been damaged and separated which has resulted in the non-function of both the coag switches sw5 & sw6 due to the closed circuit. This product is subject to 100% end of line electrical & functional testing which would have detected this failure if this defect was present during manufacturing. It may be possible the pcb was damaged if the end user removed the switch boot to inspect the internals following the reported continuous activation event, however this cannot be confirmed based on the information received. The damage seen to the switch pcb has occurred post manufacture as it would not be possible for the complaint device to have passed through process controls in this damaged condition. A review of our complaint records over the last 12 months to assess the frequency of similar reported events investigated showed this type of event to be of low occurrence with 7 reported complaints (8 devices) including this complaint device (no continuous activation confirmed on any device) in 69,000 individual tripolar devices shipped during the same period. Therefore, the severity and frequency are as anticipated in the risk documentation. The root cause of the customer reported issue could not be determined at this stage and further investigation is being conducted under CAPA which is currently in the root cause phase. A manufacturing record evaluation was performed for the finished device u2312069 number, and no non-conformances related to the reported complaint condition were identified. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from japan that during an anterior cruciate ligament reconstruction with meniscal repair procedure, a vapr tripolar 90 suction elect device was used. According to the report, the device started to have an issue about 20mins later, whereby the coagulation was activated continuously with the absence of pressing the handpiece button. It was further reported that after trying to restart and re-plug the machine, the machine showed coag stuck error. Another like device was used to complete the procedure. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the product was not returned to depuy synthes; however, 2 videos were provided for review. The first video showed that the electrode was being activated on coagulation function, however, it was not possible to verify if the electrode was being activated by hand or not, as it was not visible in the video. On the second video, the cut/coag stuck error was being displayed. A manufacturing record evaluation was performed for the finished device u2312069 number, and no non-conformances related to the reported complaint condition were identified. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be provided since multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.